Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
(B)(6) 2015 - it was reported that during insertion, the guide wire was stuck; it had allegedly curled, and nurse stated they did not pull back hard. However, on one attempt to remove the wire, nurses reportedly felt a pop and allegedly pulled back only half of the 10 cm catheter. Reportedly the catheter did not appear to be sheared, it reportedly looked like a straight snap off. The patient's platelets were 22. Facility reportedly had to fly her to another facility to have the catheter removed.